Manufacturer narrative:
The date the device was returned to manufacturer was initially reported as oct 5, 2015. It has been updated to oct 22, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning and it was defective. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the control unit was not functioning on the battery reamer/drill. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.